Manufacturer narrative:
D4: d4: d4: d6b: h4: the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a peripheral angiogram, the angio-seal was deployed. However, down the patient¿s leg a gastrointestinal (gi) bleed occurred, therefore, vascular surgery was called and an embolectomy was performed.